Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: zy52 competitor implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient went to the emergency room with third degree heart block, and that the patient was weak in the legs and had chest discomfort. The device could not be interrogated and there was no magnet response. The device was explanted and replaced. No further patient complications have been reported as a result of this event.